Event description:
It was reported that approx 2 years ago there was a pump that reporter thought they had programmed to stopped pump and then saw the tube set message and so the pump was replaced. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).